Event description:
It is reported that the cement did not hold knee cap and implant was moving around. Patient's ligament was ruined. She required bone grafting and additional surgeries. Patient had constant pain and it was determined by her surgeon that she needed a revision surgery on (B)(6) 2012. Patient is unable to work due to all these problems with her knee.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.